Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The manufacturer received confirmation from the physician that there was no relationship with the device. Based on this information and the review of the device history records confirming no device related issues were identified the event is deemed to be not device related and the root cause is cause cannot be traced to device : adverse event related to procedure. No further investigations will be performed.

Event description:
On (B)(6) 2020 a patient received a perceval pvs 23 as a replacement valve for a failed mitroflow (etq 2020-05485). After removing mitroflow 19 mm by left apex svd, perceval m size was indwelled. There was no problem in sizing and it was placed properly. After declamping, a slight pvl (trace) was confirmed in the noncoronary cusp portion via tee. The attending physician and anesthesiologist judged that there was no problem, and started closing the chest after weaning from hlm, but bleeding from the base was seen, so the perceval was explanted and the bleeding site was repaired, another perceval m size was indwelled without problems.